Manufacturer narrative:
No review of the lot history record was performed as no lot number was provided to scientia vascular. Additional information was added to the complaint on 06-may-2024 indicating which microcatheter was used in the procedure with the guidewire, however did not provide any other details about the break or the patient. The complaint device was not returned to the manufacturer for inspection. For these reasons, no results were obtained, therefore this complaint is inconclusive.

Event description:
On 29-apr-2024, scientia vascular was notified of a complaint about a a18-200-002 (lot# not provided) guidewire that broke during a cerebral thrombectomy. No lot number was provided to scientia vascular to complete an evaluation, and the broken guidewire was not returned to scientia vascular for inspection.